Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keypad on the insulin pump was not responding. Customer stated that he woke up, changed the reservoir and tried to give a bolus but the act button did not work. Customer also stated that the night prior the insulin pump alarmed, but did not show an alarm. He also reported that the display screen is very scratched and he is unable to read it. Blood glucose value was 339 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the esc button due to moisture damage on the keypad traces noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratches on lcd window noted. Cracked case at the lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.